Event description:
Customer reported the keys were intermittent. No reported patient involvement. Service representative duplicated the reported condition. Device was repaired and proper operation confirmed.